Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to his expected result. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010. The reporter stated the patient obtained a blood glucose result of "305 mg/dl" with the subject meter. The customer care advocate (cca) was advised the patient manages his diabetes with insulin (type/ amount not specified). As a result of the alleged issue, the reporter stated the patient took an increased dose of insulin. The reporter claimed the patient felt symptoms of dry mouth and sweaty. On the morning of (B)(6) 2010, emergency medical services (ems) was contacted and administered the patient intravenous (IV) glucose. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca was unable to walk the patient through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/22/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.